Event description:
I purchased the dexcom seven plus after being assured by the dexcom rep that it would perform better and it did not have the limitations that I experienced with the medtronic cgms that worked with my insulin pump which resulted in my first time of going in to dka in 22 years of being insulin dependent. The dexcom seven plus worked great in the cooler months, but when the outside temperature began to increase, the sensors did not want to stay attached, and I kept receiving a sensor failed error. Being on a pancreas transplant waiting list, currently the next to be called, I relied heavily on the dexcom and always used conventional finger sticks to verify sudden changes in my blood glucose levels. I set the alarms for low alaris since I have a history of hypoglycemic unawareness and diabetic seizures. My endocrinologist has me change the sensor every 3 days and not wait the full 7 days because of the fluctuations in my blood sugar. I can usually get 1 sensor to work in a box of 4. After contacting the technical support department in june, they replaced some sensors but you are still questioned as to how you insert them, make sure you don't touch the plunger any where, anytime, at all. When you have successfully inserted these sensors in the colder months and you change them every 3 days, you know how to change and insert them. My supply company contacted me today and I was telling them how I was having problems with 3 of the 4 sensors failing in a box. I was told to contact dexcom immediately. I said, I'm stick of calling them. They give me a hard time when it comes to replacing the sensors, the replacement sensors fail, I'm on the phone for 20 to 30 minutes, it's such a hassle especially if it is after hours or on the weekends. The insisted that I call them. I did. The csr at dexcom told me that they are aware of a sensor problem since july and that my records show I have complained by the june of the same issues, sensor failure, sensors not sticking to my body, calibrations being off. I asked the csr, whose name I have but I don't want to get in to trouble with her employer, why dexcom hasn't notified any of us -their diabetic customers who so faithfully rely on their innovative equipment that is failing to do what it is being marketed to do- and she told me that dexcom is "working on finding out why the issue is." She suggested I send a letter to the ceo and president but I would have to look up the details online since she could get in trouble. I agreed. I am going to send a letter to dexcom. These sensors cost quite expensive when they don't work. I feel dexcom should be held responsible for notifying us in a timely manner that there is a problem with their device. Shouldn't they issue a recall. How reliable is this procedure if only one sensor tends to work and there are 4 sensors in a box? The idea is incredible and if it works it really save a brittle diabetic like myself constant finger stick testing. But I paid out of pocket for the medtronic cgms and that was the worst I never laughed at. This is the second worse. Dose: 1 sensor. Frequency: every 3 days. Route: intracisternal. Dates of use: 2009. Diagnosis: hypoglycemic unawareness, diabetic seizure, pancreas transplant. Event abated after use stopped: no.